Event description:
It was reported to boston scientific corporation that a uromax balloon catheter was to be used for a procedure performed on an unknown date. According to the complainant, during unpacking, a kink was noted on the catheter shaft. The device was not used in the patient and the procedure was completed with another uromax balloon catheter.